Event description:
Patient samples were tested for alpha fetoprotein (afp) on an immulite 2000 instrument, and the results printed with 'n/a' in the column indicating sample position. The accession numbers and results were present on the print-outs. The samples were rerun and resulted the same. It is unknown if any results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the rack identifier being read incorrectly.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse calibrated the barcode read position and confirmed that the barcode reader was reading the rack identifier properly. The fse collected the instrument data files, which were reviewed by a siemens global product support (gps) specialist. After evaluation of the data files, the gps specialist did not find an instrument malfunction. The cause of the rack identifier being read incorrectly is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.